Manufacturer narrative:
Exemption number: (B)(4). Berlin heart (B)(4) (importer) is submitting the report on behalf of berlin heart (B)(4) (manufacturer). The excor driving tube lot 00017367 was used from 2013-(B)(6) to (B)(6) 2013 for period of 319 days. Review of the lot history record for this lot and the manufacturing process did not show any discrepancy or any problem related to manufacturing process. The device is not returned to the manufacturer for analysis yet, therefore, failure investigation is not yet been completed. We were informed that the patient is doing well after the exchange of the excor driving tube.

Event description:
A leak in the excor driving tube was detected. The device was alarming. The driving tube in question was exchanged.